Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was unknown 376 mg/dl at the time of incident however went to 40 mg/dl. Troubleshooting educated the customer on how the bolus wizard works as it appeared that the bolus attempts may have been incorrect.